Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, cracked display window, scratched reservoir tube window, broken belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a keypad anomaly and the display looked foggy. The customer reported that they tried to change the reservoir but the device would not work. It was also reported that the belt clip was broken. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.